Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was 4/5/2019. The actual due date for the report was 5/5/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2023, device re-evaluation was performed to update the potential cause. As follows: potential cause: the complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/05/2019, the mentor failure analysis lab has received the device for evaluation. On 04/23/2019, device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent at the patch junction. Microscopic examination was performed. No evidence of instrument damage was observed. Also it was noticed a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) of lot number 6513677 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: rupture and ptosis. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with mentor memorygel breast implant 350cc on the left side and with mentor memorygel breast implant 400cc on the right side. Now this patient presented with bilateral breast implant rupture, and saggy breasts. As a result, the devices were explanted, and replaced with mentor memorygel breast implant 350cc on the left side and mentor memorygel breast implant 400cc on the right side on (B)(6) 2019. This medwatch is for the left breast implant.